Event description:
It was reported that during a routine testing, it was observed that a metal piece of the attachment device came off at the end where the device hooked to the motor device. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, adverse events or prolonged hospitalization. The exact date of event was unknown but was known to have occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the metal piece came off the end where it hooks to the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to pins that hold the housing bushing were missing which is due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).